Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient could not get the stimulation to the back due to lead migration. The patient underwent a revision procedure wherein the leads, ipg and clik anchor were replaced per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.